Event description:
It was reported that the lead exhibited unacceptable capture thresholds during the implant procedure. The lead was no longer used and replaced. The patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.